Manufacturer narrative:
Zoll medical corporation did not receive the device for evaluation; instead the clinical file was provided. Review of the clinical file did observe the customer's report. An attach pads advisory prompt will display when an analysis feature is attempted to activate when there is no recognized patient impedance. This does not necessarily indicate a device malfunction. We can confirm that there was never a valid patient impedance recognized but cannot determine if the lack of impedance lies in the connection between the electrodes and patient, or electrodes and CPR adaptor. The device passed all testing that the rep performed while at the customer site. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.